Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative (rep) regarding a patient who was receiving bupivacaine (concentration 20mg/ml, dose 3.999mg/day) and morphine (concentration 30mg/ml, dose 6mg/day) via an implantable infusion pump for non-malignant pain. It was reported on 2017-01-06 that it was stated for a year the patient had experienced increased back pain. It was stated that the rep was not aware of any other symptoms or pump reservoir volume discrepancies. Radio frequency was done and both simple continuous and flex programming was tried with no real difference in the patient's pain. A catheter dye study was done and it was believed that the patient received about a 5mg bolus of it drug so the dr. Wanted to program the lowest dose possible for 18-24 hours and then wanted the dose go back to the original dose. It was stated the patient seemed ok after the dose. A CT scan was to be done. It was stated that the patient guessed the increase in pain would've began about a year ago, maybe 2015.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.